Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause was undetermined. The patient have been on a cane and wacker the past year. The device just quit. They had an appointment on (B)(6)2020. On (B)(6)2021 patltr (con): additional information was received from the patient. They reported that they are hoping to re implant the device with there is an opening for non essential surgery. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is not feeling anything. They can run volume up to 8 something and the patient feels nothing. Asked if the patient is getting relief of symptoms. The husband said it was probably helping symptoms but not lately. Asked when the patient had return of symptoms and the patient said probably a couple months ago. The husband said he put new batteries in the patient programmer. Agent did not ask about the circumstances that led to the reported issue. Asked what the current setting was and it was 8.0 volts on program 3 and stim was on. The husband went to program 4 at 8.0 volts and patient felt nothing. The husband went to program 2 at 8.5 volts and patient felt no thing. Went to program 1 at 8.4 volts and patient felt nothing. Asked if the patient has fallen or had any accidents. The husband said the patient has fallen but he doesn't think anything has moved. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  Their doctor has moved to tucson, az. Emailed doctor listing and sent an email to the manufacturer representative (rep) requesting to call the husband for a closer doctor. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the cause was undetermined. The patient have been on a cane and wacker the past year. The device just quit. They had an appointment on (B)(6) 2020.